Manufacturer narrative:
Submit date: 08/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the pump set is coming apart; the purple tip is not secure to the tubing. The set leaked immediately when primed.

Manufacturer narrative:
The report refers to product code 775659, mp safety screw spike set with an unknown lot number. A device history record (DHR) review was not performed because there was no lot number provided in the complaint file. One sample was received for evaluation and after a visual inspection the cross spike connector was observed to be broken. The product does not leave the manufacturing site in the condition observed form the returned sample. This complaint will be considered as verified damage but not related to manufacturing but an unknown source. The possible root cause can only be accidental breakage of the cross spike connector when handling by user or adjusting to another connector. Corrective actions do not apply in the site as this was not confirmed as manufacturing related. This complaint will be used for tracking and trending purposes.